Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number does not match the catalog that was provided, no device history record (DHR) review could be performed. If clarification is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with an unspecified mentor saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that the lot # originally reported- 6714022-010, was incorrect. The correct lot number is 5714022, and has been updated to reflect this. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 37 year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease extending to both views. A rent was discovered within the crease on the posterior view measuring approximately 0.6 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/5/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 two supplemental reports were submitted by mentor. On this same date, mentor became aware of errors submitted with these supplemental reports. The first supplemental report submitted on (B)(6) 2019 contained the following statement : "the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018." The date in this statement is incorrect. The correct date that should be contained within this statement is (B)(6) 2019. The second supplemental report submitted on (B)(6) 2019 was missing the report submission due date. The correct report submission due date for this report is (B)(6) 2019. This report is the third supplemental report for (B)(6) 2019, and the forth supplemental report associated with this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following statement was erroneously omitted from the supplemental report submitted on (B)(6) 2019: the device history record (DHR) of lot number 5714022 was reviewed on (B)(6) 2019 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).